Event description:
Information received from a nursecomm call indicates that pump alarms error code 13. Rate and dose are 43 ml/hr and 1000 ml.

Manufacturer narrative:
Pump was not returned. Contact attempt was made to the customer and received a response that the customer did not have the pump serial number because pump was replaced by the provider.